Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID 9735825r and 9735824r. Device evaluated by manufacturer?: no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there were some issues with the em technology and the localizer faulted. The manufacturing representative (rep) stated that the localizer was flickering between connected and faulted yet all instruments were still functional. The surgeon used the system for the case without delay. There was no impact on patient outcome.

Event description:
Additional information was received. It was reported that a likely cause was possibly a bad cable.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The em controller and interface were replaced. The system was then performing as intended. Codes b01, c07 and d02 apply to the system checkout. The em controller was returned to the manufacturer for analysis. Analysis determined that no failures were found. The controller was tested for over 19 hours without any tracking issues or faults. The patient tracker and tool statuses were green and steady during testing. Codes b01, c19 and d14 apply to this analysis. The interface was returned to the manufacturer for analysis. Analysis determined that no failures were found. The interface was tested for over 19 hours without any tracking issues or faults. The patient tracker and tool statuses were green and steady during testing. Codes b01, c19 and d14 apply to this analysis. The lot number of product ID: 9735824 was received. The lot number is 603000494. The lot number of product ID: 9735825 was received. The lot number is 603000862. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.